Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced diarrhea and was later diagnosed with peritonitis and abdominal infection at present. The cause of the events were not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with vancomycin (intraperitoneally, dose and frequency not reported). At the time of this report, the patient has not recovered from the events. Dianeal therapy was ongoing. No additional information could be provided because the reporter declined follow-up.